Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and multiple episodes of auto mode switches. The patient was asymptomatic; no additional information was reported.